Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, there was a blue shield on the screen and the insulin pump does not give any alarms. The blood glucose was 250 mg/dl at the time of the incident. The device is not expected to be returned for analysis.